Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle did not retract and the cannula was not visible, after wearing the pod between 36 and 48 hours, indicating a needle mechanism failure. The patient experienced pain during wear and the blood glucose levels were affected reaching up to 380 mg/dl.